Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the (B)(6) 2023 at midnight, the patient and her husband were sleeping, the husband noticed that the cgm reading was 82 mg/dl however the patient continued to sleep and the was not able to wake her up- the patient lost consciousness, the husband called emergency medical services (ems) and when they arrived the cgm was still showing 82 mg/dl and the blood glucose reading was very low (the patient could not remember the value). They treated the patient with IV glucose, orange juice and sweets. The patient was not taken to the hospital and at the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The single reported glucose value and bg provided for the second value of the set falls within the c zone of the parkes error grid. No additional patient or event information is available.